Event description:
It was reported that the unspecified bd pen needle experienced rear cannula end broke. The following information was provided by the initial reporter: rear cannula end is broken.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Investigation summary: customer returned (1) open 4mm, 32g pen needle without the tear drop label or outer cover. Customer states that the rear cannula end is broken. The returned pen needle was examined and exhibited a broken non patient end of the cannula. A review of all risk management documents for the product family of the device involved in this complaint (pen needle: broken cannula npe), was performed and it was determined that the potential risk of this specific reported incident was captured and addressed. Unable to perform DHR check due to an unknown lot number for broken cannula npe.